Event description:
It was reported that the patient presented with t7-8 thoracic disc herniation. The patient underwent left thoracotomy with t7-8 discectomy and fusion. Bmp was placed within the interbody graft. There were no noted complications. At 327 days post-op, the patient presented with left upper lobe pulmonary embolism, pleural effusion, shortness of breath, pleurisy, subtherapeutic inr, left-sided chest pain secondary to pleurisy and effusion. The patient was admitted. Patient was discharged 3 days later. At 1328 days post-op, billing records indicate a spine surgery was performed. No additional information has been provided.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.